Event description:
It was reported that the cuff leaked air 4 hrs after use. It was reported that the cuff was pre-tested. The tube was removed and the pt was re-intubated.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant info, a f/u report will be submitted.